Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports patient allegations of elevated metal ion levels in the blood. There has been no reported revision procedure. Additional information received indicates that patient underwent a revision on (B)(6) 2014 allegedly due to pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01310 / 01311).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports patient allegations of elevated metal ion levels in the blood. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(6).